Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated by product analysis on 10/12/2016 with the following findings: the black box data revealed occlusion alarm recorded on (B)(6) 2016 at 01:44 followed by unconfirmed loss of prime. A low battery warning was then recorded at 02:14 the same day. The pump emitted ¿glucose above user hi limit¿ warning at 02:38 and 03:43 followed by unconfirmed glucose rate rise at 04:03 and 06:18. A replace battery alarm was recorded that day at 06:20. A partially discharged battery was then installed into the pump at 06:50; the vp reading was 144. Due to the partially discharged battery placement, a replace battery alarm was then recorded on (B)(6) 2016 at 09:05. During investigation, electrical current draws were measured and determined to be within specification. The total daily doses added up to correctly reflect the user¿s programmed basal rates. Delivery accuracy testing confirmed the pump was delivering accurately and within range. The pump was opened for further investigation and did not reveal any interior damage, defect or contamination. The alleged blank screen was not duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2016: corrections to adverse event and/or product problem, outcomes attributed to adverse events, describe event or problem, other relevant history, event problem codes, type of reportable event, (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient awoke during the night to find that the pump was rebooting and the patient's blood glucose (bg) was 580mg/dl with nausea and extreme thirst. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The pump reportedly powered back on after inserting a new battery. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue.